Manufacturer narrative:
Section b5: the patient experienced a prior driveline infection reported in MFR # 2916596-2021-05710 as well as a future driveline infection following this event reported in MFR # 2916596-2021-04278. Manufacturer's investigation conclusion: the relevant sections of the device history records for mlp-024118 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 lists driveline infection as an adverse event which may be associated with the use of heartmate 3 lvas. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 7 "alarms and troubleshooting" outlines all system controller alarms, including driveline disconnected alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is also currently available. This handbook warns in several sections: "check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop." And "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. A specific cause for the reported driveline (dl) infection could not be conclusively established. Review of the retrieved system controller log files confirmed an incidental finding of a pump stop event associated with disconnection of the driveline. A specific cause for this disconnection could not be determined through this evaluation. The retrieved system controller event log file captures a dl disconnect event on (B)(6) 2021. The pump ramped back up to the set speed without issue after reconnection of the dl. An additional dl disconnect was captured on (B)(6) 2021 which is consistent with the reported controller exchange (controller exchange was deemed as not due to a reportable device malfunction). No other notable events were observed and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2021 a culture was taken. The infection was identified as e. Faecalis. The patient's antibiotic was changed to amoxicillin.

Manufacturer narrative:
The patient's previous admission for the driveline infection is captured under MFR # 2916596-2021-04278. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen for a scheduled visit when they complained about worsening pain and occasional drainage from a driveline site infection. Infectious disease was consulted. Review of the patient's chart showed that the patient had been diagnosed with the infection on (B)(6) 2021 with positive wound cultures. The patient was put on 2 gm of ceftriaxone daily.